Event description:
[Retractable technologies inc 1 ml 25g vanish point syringe ref# 10162 for covid vaccine administration] use for covid-19 under emergency use authorization (eua): med recon nurse noticed the plunger of a new, unused syringe was lopsided after the taking the syringe out of the wrapper. FDA safety report ID # (B)(4).